Event description:
It was reported the screen is cracked. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) cracked overlay screen; no fault found with screen. Missing right keyboard hinge. Left keyboard hinge is broken. Hinge plate screw is missing. Noisy system fan.